Manufacturer narrative:
Retrospective analysis has not indicated any technical failures. Treatment parameters were in line with typical range. The system performance was found to be in spec and as expected. No new risk recognized.

Event description:
Patient underwent brain treatment for essential tremor. The tremor symptoms were reported to be fully resolved. On the 8-day follow-up the patient reported unbalancing. On (B)(6) 2020 (ten days post treatment) , the site reported on patient improvement with persisting ataxia (unbalancing on the treated side) and possibly some dysarthria.